Manufacturer narrative:
As reported via a voluntary medwatch, during attempted a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa), the operator of an outback elite 120cm re-entry catheter was unable to deliver the device due to the acute angle of the aortic bifurcation. When they tried to remove the outback catheter the plastic tip of that catheter broke loose and that piece was redirected into a small branch of the left profunda. The procedure was then terminated due to the inability to get intraluminal access into the right popliteal. The plastic tip is approximately 2mm. The tip will remain in the pt. No attempt will be made to remove the plastic tip. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿catheter tip/distal tip fractured/separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the safety information in the instructions for use ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Lot number 17843479 was provided but was not valid. A device history record review was could not be performed without a sterile lot number. Cordis was notified by the event by the customer upon receipt of the voluntary medwatch report they submitted to the FDA. A copy of the report is attached. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported via a voluntary medwatch, during attempted a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa), the operator of an outback elite 120cm re-entry catheter was unable to deliver the device due to the acute angle of the aortic bifurcation. When they tried to remove the outback catheter the plastic tip of that catheter broke loose and that piece was redirected into a small branch of the left profunda. The procedure was then terminated due to the inability to get intraluminal access into the right popliteal. The plastic tip is approximately 2mm. The tip will remain in the patient. No attempt will be made to remove the plastic tip. The device is available for analysis.